Event description:
The complainant indicated that during a routine shift check by a clinician, an "open air discharge" message was displayed on the monitor screen. The complainant indicated there was no pt involvement with this reported event.